Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the controller alarmed and displayed an error code when the foot pedals were pressed. The surgeon opted to complete the procedure using a competitor's device. There were no significant changes or patient complications reported as a result of this event.